Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device mades unusual noises, vibrated and heated up. It was further noted that the electric motor, electronic control unit and housing were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pen drive device an unspecified repair. During an in-house engineering it was observed that the device made unusual noises, vibrated and was heating up. It was further noted that the electric motor, electronic control unit and housing were damaged. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was reported there were no delays as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.